Manufacturer narrative:
(B)(4). D10: humeral-screw-kit cat#: 00840009000, lot#: 63386317. H6: proposed annex g code: mechanical (g04) ¿ stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient was revised approximately 5 years post implantation after sustaining a bone fracture due to a fall. During the revision, the humeral implant was found to be grossly loose prior to the fall, as indicated by abundant titanium stained reactive soft tissue within the humeral canal. Attempts have been made and additional information on the reported event is unavailable at this time.